Manufacturer narrative:
(B)(4). The device has been received but evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated; a visual inspection and all functional tests were performed. The reported issue was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain 101 alarm on a homechoice (hc) machine during initial drain. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) assisted the hp in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.